Event description:
Allegation rec'd that the bed will not go into CPR. No injury reported.

Manufacturer narrative:
Technician found the bed will not go into CPR due to stuck valve. Replaced the valve to resolve this issue.